Manufacturer narrative:
Problem code captures the reportable event of dart detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a prolapse correction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was detachment of the dart when placing the mesh on the sacrospinous ligament. The procedure was completed with another uphold (tm) lite with capio slim device. The patient's condition after the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.